Manufacturer narrative:
A ge service rep performed an over the phone investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.